Manufacturer narrative:
(B)(4). This investigation is currently in process.

Event description:
Customer alleges that "the cuff on the et tube deflated during use on a patient. No patient complications."

Manufacturer narrative:
(B)(4). No product was returned for investigation, thus a visual examination and a functional test could not be performed. DHR could not be reviewed as the lot number is unknown. Complaint review showed no trend or issue for the affected product code.

Event description:
Customer alleges that "the cuff on the et tube deflated during use on a patient. No patient complications."